Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (charger won't charge a battery pack) was confirmed. Upon investigation however, the charger was not charging a battery pack due to the l4 and l601 components being knocked off of the bedside board. The root cause of the damaged l601 and l4 components was unable to be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.